Event description:
It was reported that the patient was having a pump replacement as his current pump was too big for his body size. The pump was starting to protrude from his abdomen. During the procedure, the smaller pump was placed on the opposite side of his abdomen and was attached to the spinal catheter segment using a new pump catheter segment. The old pump was explanted along with the original pump catheter segment. There was no patient injury, symptom, or adverse event and there had not been an issue with the patient's therapy. The drug used in this system was gablofen.

Manufacturer narrative:
Analysis of the pump revealed no anomalies.

Event description:
Additional information received confirmed the patient¿s body size could not accommodate the 40 cc pump thus the reason for explant. There were no signs of infection so that was why the patient's health care providers (hcp) had elected to explant the pump and immediately replace it with a 20 ml pump. The hcp did a subfascial pump placement.

Manufacturer narrative:
Product ID, 8731 serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.